Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off/no power alarms noted. The insulin pump passed off/no power test, self test, error test and displacement test. Motor error alarm noted during basic occlusion test and alarmed during prime test due to moisture damage on force sensor. Corroded motor home switch noted during visual inspection. Unable to complete functional test including occlusion test and excessive no delivery alarm test due to prime alarm. The insulin pump received with minor scratches on lcd window and cracked reservoir tube lip.

Event description:
Customer's mother reported hospitalization due to diabetes ketoacidosis. The blood glucose at the time of hospitalization was 366 mg/dl. Customer experienced diarrhea and vomitting. Customer mentioned they are having issues with the insulin pump. Customer declined to perform troubleshooting. Customer's mother stated customer jumped into the swimming pool with the device on. The moisture exposure could have damaged the device. Advised customer the insulin pump has to be replaced. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.